Manufacturer narrative:
(B)(4). Sample will not be returned for eval. F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being placed in the right subclavian vein of a pt in the accident and emergency dept. The physician felt resistance during the insertion at 10 cm and started to withdraw the spring wire guide (swg); there was resistance encountered to the withdrawal. Upon partial withdrawal, the swg had uncoiled and became very thin. I immediately stopped pulling the swg and started to remove the needle. The needle was fully withdrawn. The portion of the swg that could be seen was uncoiled. The procedure was stopped and a chest x-ray obtained, which showed that there was about 6cm of normal swg still in the subclavian vein. A CT angiogram showed the part of the swg in the right subclavian vein with no evidence of penetration. General surgery and vascular teams were activated to assist. A scan was done later and the pt had to undergo intravascular foreign body retrieval at the radiology dept that night. During the procedure a wire snare was used to snare the central venous pressure (cvp) swg fragment. The external end of the swg was cut and pulled out on the same night. It was noted the swg was frayed. The pt was sent to the intensive care unit (ICU) for monitoring. There was a delay in the therapy that unlikely caused any pt harm. Add'l info rec'd on (B)(4) 2011 from the customer svc ctr mgr stated the feedback from the hosp was the pt remains in ICU. Sample was retained by the hosp for "board of inquiry."